Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A viperwire guidewire was used for treatment of lesions in the left circumflex artery. Atherectomy was applied to the calcified segment 16 times. Angioplasty and stent placement were performed. The viperwire fractured upon removal. Attempts to retrieve the fragment were unsuccessful. The tip of the guidewire was entrapped after a new stent was deployed over the fragment. All vessels were patent by the end of the procedure.